Manufacturer narrative:
Evaluation of the system completed by field service engineer. Service management is reviewing findings and completing final evaluation summary. A follow-up MDR will be submitted once all information is known. Several attempts have been made to collect patient information. To date, attempts have been unsuccessful.

Event description:
During second freeze, screen on the machine went down. Patient on the table, under conscious sedation. Procedure was near completion when issue occurred, procedure stopped. Technician stated no injury.

Manufacturer narrative:
Replaced components and adjusted power supply as instructed by tech support. System tested in accordance with manufacturer's service manual and is fully operational. Follow-up with user shows unit is working correctly with no further issues.